Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bios not identifying solid state drive. A field service engineer reseated sata cable issue not resolved, reseated sata data cable at all-in-one docking assembly. The fse power cycled station twice and performed hardware test application gets passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a drawer failure occurred and the station went offline. The customer stated that the station froze and experienced issues during an active case. The anesthesia provider rebooted the machine, however after rebooting, the device prompted for a password and did not automatically load the software as it normally would. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.